Event description:
It was reported to philips that the ippc failed to boot; system not switching on on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and reloaded the ghost image. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).